Event description:
A report was received stating the endotracheal tube cuff lost pressure when the pilot balloon was detached from the cuff inflation device. The endotracheal tube was in use for 2 hrs when the cuff was observed losing pressure. The pilot balloon valve is believed to have been leaking and causing the cuff to deflate. No incident related medical sequela was reported.

Manufacturer narrative:
Information below was submitted under report number 2183502-2015-00315 in error. The correct number is 2183502-2015-00323. Please use this as the correct follow-up 1 and keep the follow-up 2183502-2015-00315 that you currently have (paper form) that was submitted on 05/26/2015. Evaluation: one unit returned for evaluation. Supplier performed evaluation of returned sample. No fault was found. Unable to confirm reported issue.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.